Manufacturer narrative:
The technician found the nurse call cable disconnected at the bed end. The technician reconnected the nurse call cable to resolve the issue.

Event description:
The account alleged the nurse call is not functioning. No patient impact.